Event description:
It was reported that when the patient presented for a device upgrade, the right ventricular lead had high threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.